Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory.

Event description:
A customer reported he received a higher than feels reading of 133 mg/dl on his pxtra meter, took insulin, ate breakfast, left for work and lost consciousness in his car. The paramedics were called and treated customer with glucose intravenous infusion on the scene. The customer also reported eating food to counteract the event. There was no report of death or permanent impairment associated with this medical event.